Event description:
It was reported prior to using bd vacutainer® edta 2k, there were 11 tubes with the label applied diagonally and this caused the fill line marking to be skewed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-oct-2025. Investigation summary: bd received 11 samples and 4 photos for investigation. The evaluation of these samples and photos confirmed the customer's reported issue, showing that the label has been placed on the tube incorrectly and is skewed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: label flaw. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® edta 2k, there were 11 tubes with the label applied diagonally and this caused the fill line marking to be skewed. No adverse impact was reported regarding the patient or user.